Event description:
In 2007 at 2:08pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra is giving inaccurate high readings. The medical affairs specialist contacted the pt on five days later, to obtained/clarify more information. The pt tests once per day in the morning before she takes her diabetes medication (20 unit of lantus, metformin, and glyburide). The pt stated that when her glucose is below 70 mg/dl, she would take less insulin to adjust her blood glucose. The pt feels that her readings are too high. When she tested her friend and obtained a high reading (unspecified numeric value), she knew that the meter is not reading accurately. On original date at 7am, the pt allegedly said that she obtained readings of "192, 265, and 287 mg/dl." She took her usual diabetes medication ( 20 units of lantus, metformin, and glyburide) based on her readings. Sometime after the pt took her diabetes medication, she developed symptoms described as "chills and shaking." The pt does not know whether her symptoms were related to low or high blood glucose. The pt did not require medical intervention at the time of concern. The pt currently tests 3 times per day and is currently taking some diabetes medication. The pt was able to provide limited answers to the event. It would have been helpful to obtain answers to the following questions: what did the pt start having symptoms of chills and shaking? Are those symptoms typical of highs or low for the pt? What readings did you get when you developed your symptoms? What the pt did to treat his symptoms? During the troubleshooting session, the cca verified that the pt was using expired test strips, the unit of measurement was correctly set to mg/dl, the correct procedure was used to clean the punctured area, the pt was using the correct testing technique, and the reported readings were verified in the meter's memory. This complaint is being reported because the pt alleged that she obtained inaccurate high glucose readings, took her medication, and developed symptoms that can be suggestive of hypoglycemia. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.